Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 44 mg/dl. Customer stated that the insulin pump had multiple pump error alarm. Customer was able to clear the alarm. Customer received request to rewind insulin pump. Customer was able to complete insulin pump rewind. The customer was treated with food. Based on customer report customer did not allege insulin pump was over delivering. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. Customer reported insulin pump was not worn during a medical procedure. The device will not be returned for analysis.